Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal infumorph 25 mg/ml at 20 mg/day. The indication for use was non-malignant pain. The patient complained to his physician about a lack of therapy and increased pain in the past three months (from (B)(6) 2017). There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump and catheter were replaced on (B)(6) 2017. The manufacturing representative did not know of any troubleshooting that was performed prior to replacement. The issue was resolved. The patient¿s status was alive ¿ no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.